Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not returned for evaluation. It is presumed that the reported phenomenon was caused by any of the following factors. The memory card is not properly inserted into the pc card adapter. Lack of free space in the memory card. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned to the service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if the device is returned or additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device has no image. It is not writing the images to the pc card and unable to take pictures. Pc card error. There was no patient impact or harm reported. No user injury reported.